Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and a lot number was not provided, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 was confirmed. Based on the information gathered during baxter's investigation the root cause of the report was determined to be the patient leaving a clamp open on an unused supply line during therapy. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding check supply line alarm which occurred on the homechoice (hc). The hc was turned off. The technical service representative (tsr) cycled the power on. The tsr pressed go to start and reviewed the therapy log. There was no therapy recorded. The tsr reviewed the alarm log which contained a check supply line, system error 2367, and system error 2240. The home patient (hp) had two bags connected. There was solution only in the heater bag. The hp had a clamp opened on the unused supply line. The tsr reviewed the set up. The tsr cleared the alarm. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.